Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they are having jaw issues and their teeth are no longer aligned. They were seen by their dentist who recommended against using the aligners. The dentist referred the patient to a specialist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.